Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced malaise and presented to clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Diagnostic imaging revealed the lead had dislodged. No intervention was reported. The patient was in good condition.